Manufacturer narrative:
Serial numbers: (B)(4). For 14 of the 17 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the reported events, the following parts were replaced: the digital to analog converter (dac) board and wiring harness were replaced on 2 units, the central processing unit on 1 unit, the sensor interface board on 1 unit, the data line connecting the flow sensor and sensor interface board on 1 unit, the data acquisition board (daq) on 1 unit, the exhalation valve diaphragm on 1 unit, the flow control valve on 1 unit, the expiratory flow sensor on 1 unit, the flow sensor on 1 unit. On 1 unit the power supply board replaced was recommend for replacement. On 1 unit the sensor interface board and flow sensors were replaced, and the advanced breathing system was cleaned. On 1 unit, the circulation system was dried, and on 1 unit the connector in the back of the display was re-seated. For 2 of the reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event. For 1 event, the customer had turned the machine off and on again and the unit functioned normally.

Event description:
This report summarizes 17 malfunction events. A review of the events indicated that model 1009-9212-000 anesthesia gas machine experienced therapeutic output failure. 9 events were reported for malfunction causing loss of mechanical ventilation, 5 events were reported for alarming during preuse checkout and losing the ability to mechanically ventilate, 1 reported for cpu internal error preventing mechanical ventilation, 1 reported for a malfunction causing the unit to intermittently reset resulting in the loss of mechanical ventilation, and 1 reported for a flow sensor error preventing mechanical ventilation. These reports were received from various sources. Of the 17 events, 10 did not involve patients, and 7 did involve patients. There was no patient information available.